Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed by the service technician through functional evaluation the cable caused a bias current warning to be displayed. High impedance was found upon further electrical testing. The device was scrapped by the manufacturer.